Event description:
The customer contacted stryker to report that their device would not recognize the connected defibrillation electrodes. As a result, defibrillation therapy may have been unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer declined to have the device evaluated or repaired by stryker. The device was returned to the customer unrepaired. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not recognize the connected defibrillation electrodes. As a result, defibrillation therapy may have been unavailable, if needed. There was no report of patient use associated with the reported event.